Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited noise oversensing which resulted in an inappropriate auto mode switch (ams). No interventions were made. The patient was stable throughout.